Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient heard a pop during intercourse and the inflatable penile prosthesis (ipp) stopped working. The physician surgically exposed the pump and the device returned to normal function. A new pocket was created and the pump was repositioned into the new pocket. No components were removed or replaced. The physician thought the capsule around the pump caused the issue.